Manufacturer narrative:
Initial and final MDR (B)(4) - device 15 of 15

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered 15 infusion sets tubing detachment from connector. The blood glucose was reported high and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information.